Event description:
Report provided by the end users nurse stated that the end user developed an itchy, pin point rash under adhesive section of the product. The patient's subsequent outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the information was not provided or is unknown. A sample of the material/product in question was not returned for investigation. The complaint files for a 12 month period were reviewed, this is the only complaint received for this icc code, date and complaint issue. No evidence was found indicating that the product failed to meet all of the requirements and specifications at the time of manufacture.